Event description:
Customer reported being hospitalized for an infection and hernia. He also reported differences between his sensor glucose and blood glucose readings. His sensor glucose was 74 mg/dl and blood glucose was 582 mg/dl. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 582 mg/dl. The customer stated, the cause of hospitalization was from his high blood glucose which was followed by an infection. He was treated with manual injections at the hospital. The customer was assisted with running a manual prime. Insulin was unable to exit from the tubing during a manual prime. Customer also stated a no delivery alarm occurred. It was found the customer's tubing and reservoir was 4 days old. Customer was advised his insulin pump was functioning as designed. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).